Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin flow block during bolus. Customer¿s blood glucose at time of incident was 259mg/dl which was treated with pump. Customer declined to troubleshoot for high blood glucose. Customer advised to change infusion set. Insulin pump will not be return for analysis.